Event description:
It was reported that the patient advocate noted the communicator displayed a Yellow Collecting Wave (YCW) status indicating this pacemaker could not be found. The patient was referred to the managing clinic for further evaluation and verification of the implanted device communication settings. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.